Manufacturer narrative:
Other text: h6. Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the serial number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
No further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump did not alarm. The occlusion alarm does not sound and that during the use of the product, the customer noticed no ?high pressure' alarm went off at all. If the child is left with the tube connected, the child will back bleed, so the occlusion alarm should be sounded before the patient is taken. Normally, the occlusion alarm sounds in tens of seconds to a few minutes. On the first day, it took 23 minutes, 15 minutes for inspection on the second day, and 2-3 minutes for inspection on the third day. No patient injury was reported.